Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the reported event (insertion guide serpentine tube peeled) was due to stress of repeated use, external factors, or handling. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, insertion part serpentine crushed, wrinkles in the insertion part, bending angle is insufficient due to elongation of the angle wire, forceps could not be inserted smoothly due to the collapse of the forceps channel, channel cleaning brush smoothly inserted due to the crushing of the forceps channel, coat of the insertion tube serpentine peeled off, scratches on operation part, curved rubber adhesive missing, water tightness of switch 1 not maintained, scratches on switch box, scratches are found on insertion part serpentine tube, scratches on grip, angle lever scratched, scratches are found on the up/down plate, scratches on universal code, wrinkles found in the universal code, and scope connector scratched. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, on an evis lucera bronchovideoscope for scratched biting. Upon inspection and testing of the customer returned device, the coating on the scope insertion guide serpentine tube was found peeled off (1-2 mm or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement, or user injury associated with this event.